Manufacturer narrative:
(B) (4): eval results: other - eval for the returned unit shows that the alarm powered on correctly. The unit begins to sound the alarm when pressure is taken off the sensor pad. After a couple of seconds, the alarm tone fades out, then there is only a tapping sound coming from the speaker. The battery springs were found mis-aligned. The nurse call and magnet functions work correctly. (B) (4)

Event description:
Customer claims that the alarm powered on. When the pressure is taken off the sensor pad, the alarm will beep once, afterwards there is no alarm tone. Customer tested the unit with new batteries and a new sensor. There was no pt injury reported.